Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative with an implantable drug infusion pump indicated for spin al pain. The pump contained an unknown brand of morphine with an unknown concentration and dose. It was reported the pump was extruding/protruding from the body/abdomen. There were no environmental/external/patient factors the might have led or contributed to the issue. There were no diagnostics/troubleshooting performed. The pump was explanted because the pump was rejected by his body. The catheter remained intact in the body. The plan was to possible implant the pump in a different area down the road. The issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.